Event description:
The customer alleged the device autocycled. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the interface board. The unit passed extended self testing. It is not verified that the unit autocycled, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.